Event description:
It was reported that the patient underwent a sling procedure during 2002. Post operatively, the patient complained of hematuria and frequent infections. The patient is continent. A urologist performed a cystoscopy and found tape in the right side of the bladder at approximately 2:00 position. The physician saw distinct entry and exit areas and believed the tape was placed in the bladder and not recognized at the time of the of the original surgery. The urologist will excise the tape via cystotomy.